Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues during the disposable device manufacturing, including sterilization. Product met final inspection and testing requirements prior to shipment. The report is being filed late due to an isolated oversight resulting from a personnel change.

Event description:
Clinic reported a patient with 2-3 "penny-sized" nodules in each axilla 16 months post miradry treatment. The nodules were painful to the touch and during exercise (playing volleyball). Steroid injections (kenalog) were prescribed 2 years post treatment. The last follow-up confirmed the patient was better and has not returned to the clinic for additional injections.